Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, while firing into the antrum of the stomach, the reload fired but stopped about 5mm short of the cut line. It was also reported that the jaws of device also seemed to be locked in a closed position.